Event description:
Caller reported an issue with the pump's time setting being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted caller in updating the pump time and advised monitoring for any future discrepancies, which the caller understood and acknowledged.